Event description:
It was reported that the external pulse generator's (epg) had false contact of its connectors and that a loss of capture was observed postoperative. The connection was changed and the status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; it was found that there was damage to both output connectors and there was a broken pin in the ventricular connector. It was also found that the lower case and battery drawer were broken, and the upper case was damaged. The side bail cover, ring cover, side bails, ring bail, and two case screws were missing.

Event description:
The epg has been returned.